Event description:
IT WAS REPORTED THE DEVICE BATTERY VOLTAGE HAD DROPPED FROM 3.20V, ONE MONTH POST IMPLANT, TO 2.59V, TWO MONTHS LATER. ONE MONTH LATER, THE DEVICE COULD NOT BE INTERROGATED DURING A CLINIC VISIT. THERE WAS NO EVIDENCE OF PACING OR OTHER ACTIVITY FROM THE DEVICE. IT WAS REPLACED. AN ATTORNEY LATER ALLEGED THE PRODUCTS WERE 'DEFECTIVE AND FAILED'. HIS CLAIM ALSO ALLEGED PATIENT INJURY. NO FURTHER PATIENT COMPLICATIONS HAVE BEEN REPORTED AS A RESULT OF THIS EVENT.

Event description:
ASKU.

Manufacturer narrative:
B5 cont: There were further allegations by an attorney indicated the lead had exhibited a fracture and/or was explanted.Additionally it was alleged the patient is deceased. The device is part of the advisory for this model. All information known wasprovided per the complainant. Therefore, no attempts for additional information will be made. The patient is involved in asettlement involving the Sprint Fidelis Leads. Corrections: B2, F6. The information submitted reflects all relevant data received. Ifadditional relevant information is received, a supplemental report will be submitted. Evaluation Summary (b)(4).Preliminary analysis confirmed the reported loss of output and no telemetry, which was due to a depleted battery. Further analysis found a high current drain condition. It was determined there was leakage in a capacitor, which caused the high currentdrain and thus the early battery depletion.